Manufacturer narrative:
The relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl of an unknown concentration at a dose of 2,002 mcg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the healthcare professional (hcp) found a leak in the "tube" and the hcp put a new tube in spinal canal and left the old tube in the patient's body. The leak was confirmed by a dye study. Per the patient, the dye study found fluid running out into soft tissue instead of the cerebrospinal fluid (csf). The patient reported their pump was replaced on the same date, (B)(6) 2017 due to normal battery depletion. The patient reported that he was fine with the pump change but "did have issues with them changing meds without discussion". The patient also stated that he had been having depression issues all his life that seemed to be clearing up a bit. The patient stated he got a really bad case in 2005, and wondered if fentanyl going into soft tissues impacted depression symptoms. Patient stated that the hcp said it was highly likely that could have been what it was. The hcp started the patient on anti-depressants and the patient stated he felt much better now. The patient was not positive that the manufacturer's representative (rep) was aware of the catheter leak at the time of pump replacement. No further complications were expected or anticipated.